Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced a low blood glucose (bg) level of 50-83 mg/dl. Cause of bg was unknown. Customer consumed carbohydrates to address issue and was instructed to consult a health care provider regarding diabetes management.